Manufacturer narrative:
Customer gave the following information about the device: products were both from same lot number, 0121h. Product was inspected prior to surgery, however was not documented. The surgery was a leep procedure in area cervix.. Customer was using the device in mode "pure cut at 50 watts" with unknown activation/resting intervals. Electrodes were used for 1.5-2 minutes . Note that per attached IFU, max power settings are 55 watts pure cut. Due to issue, customer used ball electrode to complete surgery. Patient was grounded successfully to grounding pad without complication. There was no injury or negative health consequence to occur due to the wire breaking. Customer stated return for further investigation is possible. Giving customer shipping label and RMA to return products for further investigation (B)(6) 2022. Products were received through the RMA room on (B)(6) 2022. Complaint was able to be confirmed for broken loop wire. Both returned products broke at the welding point of the wire to the t tube. Root cause is unable to be determined with accuracy at this time. However, it may be possible that : the extended activation of the electrode at a higher power setting led to a failure of the loop wire to t-tube weld. This was an isolated incident of a bad weld on the device from the manufacturing of the device. (This is the first complaint of its kind). This is an isolated event, and we will continue to track and trend for future complaintss. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that the electrode wire broke during a procedure for two devices of the same lot. The broken product was able to be removed without injury to the patient, but it did cause a delay in surgery.